Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is unconfirmed during the evaluation the device functioned properly. However, the outflow motor underperformed at approximately 1250-1300 ml¿s per minute. There is also 1 missing molex cap and 4 missing bumpers. The serial label requires an update, and the software label requires an update from v1.10 rev 33 to v1.10 rev 38. See vendor evaluation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-dec-2025, it was reported by a sales representative via (B)(4) that an ar-6480 arthroscopy pump's outflow port was not spinning correctly during use. This was discovered during an unspecified procedure with no patient harm or case delay reported. The case was completed with another device.